Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge "wobbled" from side to side during insulin delivery while fully snapped onto the pump. There was no obstructions on the pneumatic tap or the cartridge rail guides. Reportedly, the cartridges were flush with the edge of the pump. The customer continued to use the pump for insulin therapy. The customer's blood glucose level was 238 mg/dl.